Event description:
It was reported that during a pulsed field ablation procedure, an error message was received indicating that there was a replay error. Troubleshooting was carried out by powering down the generator and turning it on again without resolve. The catheter cable was reconnected without resolve. The pulsed field ablation catheter and catheter cable were then replaced to resolve the issue. It was then noted that electrical noise was seen and the electrograms (egm) on poles seven and eight were unable to be resolved by changing pins in catheter interface module. No replacement was available. A hard shutdown of the generator was then carried out without resolve. A test ablation was carried out then the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: concomitant prod:pscic10 catheter cable lot # b000327101, psg100 generator serial #(B)(6) and pscc100 catheter lot # 0012193058 product event summary: the pscc100 catheter with lot number 0012193058 was returned and analyzed. Visual inspection showed the catheter intact without any visible issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. X-ray imaging revealed that the shell of the catheter handle connector receptacle properly mates with the test cable connector plug without any interferences. No integrity problems were detected for either connector, and the o-ring was properly installed within the gland. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. No issues were observed. A cable functional test was performed and the generator plug of the cic was connected to a generator without encountering any resistance, and the connection was secure, evidenced by all latches fully engaging with the generator connector. Subsequently, catheter plug of the cic was connected to a test catheter and the returned catheter. No issues were observed. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries triggered the error message 2000 "indicating that there was an electrical current error" and 2003 "indicating that there was a replay error". Hipot/lopot was performed on the returned catheter interface cable without any issues. For the continuity test, an open circuit was observed for the electrode 7. During the dissection of the catheter, a broken electrode wire at 10 inches from the proximal end of the catheter was observed inside of the shaft. In conclusion, the reported error message 2003 "indicating that there was a replay error" was confirmed through data analysis and the catheter failed return inspection due a broken electrode wire at 10 inches from the proximal end of the catheter was observed inside of the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.